Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the proximal neck of the aneurysm was straight with little angulation and the iliac arteries were very large. It is reported that when trying to remove the pacman from the deployed stent graft, the pacman seemed to be stuck. The physician waited 4 minutes for the nitinol to expand, and the pacman still would not move. The physician waited a few more minutes; however, the device remained stuck. It is reported that the physician moved the delivery device vertical to the body, and lifted the device slightly, as the pacman appeared to be stuck on the implanted graft. It is reported that the physician was successful at moving the pacman down through the stent graft with this maneuver. However, it is also reported that this maneuver was not successful. It is reported that the runners were not the problem and this is not an uncommon problem with the device. A request for troubleshooting guidance was made for future occurrences. The pt was reported to be fine post procedure. Further info is pending.